Manufacturer narrative:
The customer contacted a siemens customer care center and reported that while reaching to remove an empty flex pack from a dimension xpand plus with hm instrument, the reagent flex autoloader moved and pinched the customer's finger. Siemens further investigated the event and determined that the incident is consistent with the operator attempting to remove the reagent flex before the reagent flex autoloader has completed jogging the flex back and forth to verify that the correct the reagent flex is being removed. The flex can be easily removed after motion has stopped and the autoloader led indicator flashes. This incident is considered to be an operator training issue. There is also a pinch hazard warning label affixed to the autoloader location. It is unlikely that the operator would come in contact with the contents of the flex under proper operation of the system. There was no reported exposure to the contains of the flex. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and stated an operator received a cut to their right index finger while reaching to remove an empty tacrolimus (tacr) flex pack from a dimension xpand plus with hm instrument. When the operator reached to remove the flex pack the reagent flex autoloader made contact with the operator's finger. The operator was wearing gloves however the loader broke the surface of the glove. The operator immediately washed the cut and reported to the facility's employee health. The cut was washed again, treated with bacitracin and the wound was bandaged. There are no known reports of adverse health consequences due to this event.